Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump display was scratched up and hard to read. The patient's blood glucose at the time of incident was 168 mg/dl. Troubleshooting was initiated for the physical damage. The customer was unsure how the scratches occurred. The customer specified that the bottom of the screen was difficult to read. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.